Event description:
This user suffered from a head trauma, afterwards the user started loosing hearing with the device gradually; now she has a poor performance. Re-implantation is considered however no date has yet been scheduled.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. Mechanical influences, like the reported trauma may have led to a weakening of the fixation and therefore may have led to device mobility. However to determine an exact root cause a device investigation of the explanted device is necessary.

Event description:
The user had a head trauma in 2016, and afterwards started losing hearing with the device gradually.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also, an impact to the lead might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
This user suffered from a head trauma, afterwards the user started loosing hearing with the device gradually; now she has a poor performance. Re-implantation is considered.